Manufacturer narrative:
A steris service technician arrived onsite following the reported event. While inspecting the unit, the technician found a loose packing nut on the steam generator outlet valve, resulting in the reported water leak. To resolve the issue, the technician tightened the packing nut, ran a test cycle, and found the unit to be operating according to specifications. No additional issues have been reported.

Event description:
The user facility reported an employee slipped and fell on water leaking from their amsco 400 sterilizer. No medical treatment was sought, and the employee continued working.